Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion test, occlusion test, prime and compromised force system sensor test and excessive no delivery test. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
The parent of a customer reported via phone call that there are air bubbles in the infusion line. The customer's blood glucose reading was 600 mg/dl at the time of incident. The customer attempted to remove the air bubbles and took 3 to 4 infusion sets to do so and then their blood glucose went down to 161 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.